Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was not returned for evaluation. Log file analysis revealed that the controller in use during the event date did not contain the smr software. Analysis of the alarm log files revealed one (1) power disconnect alarm involving the battery on (B)(6) 2017. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating a communication error had occurred. As a result, the reported event was confirmed. The most likely root cause of the reported power disconnect alarm can be attributed to a communication error between the controller and battery. An internal investigation was opened to investigate communication errors. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after log file review that the battery had experienced power disconnect alarm(s). The battery remains in use. No patient complications have been reported as a result of this event.